Manufacturer narrative:
Insulin pump act button did not respond due to corroded keypad traces. No button error alarm noted. Insulin pump unable to verify failed battery test alarm due to no button response. Insulin pump received with minor scratches on display window, cracked display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have cause or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 114 mg/dl. Advised insulin pump would be replaced. No additional information was provided.